Event description:
Patient presented to the physician with difficulty swallowing, slurred speech, and right-sided tongue deviation, consistent with neuropraxia. Physician prescribed steroids, resulting in symptom improvement.